Event description:
Pt reported to the ed of the local hospital following an outpatient injection of his bilateral vocal cords with calcium hydroxyl apatite. He complained of pain and difficulty swallowing. In the supraglottic area and the area of the laryngeal surface of the epiglottis and false vocal cords there was what appeared to be an eschar or an exudative type eschar that was whitish with some irritation of the tissues in this area. He was treated with antibiotics, steroids and protonix. Prior to this exam laser fibers were placed through the scope and there was difficulty removing them. Once 2 pts presented with the same symptoms a chemical burn was suspected and the scope was examined. Following thorough rinsing as recommended by the MFR the drippings from the scope remained positive cidex. The scope was quarantined and the MFR contacted. The scope was used on a total of 4 pts.